Event description:
Tap of zeroing stopcock came off from housing.

Event description:
This incident was found out at ICU. Blood leakage was little. 1. When clinician tried to operate stopcock lever to take blood sampling, blood leakage was found out. 2. Clinician operated stopcock lever. 3. Stopcock came off.